Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had switches off without any alarm signals. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to m/b. Unable to perform operating currents, a21 test, self test and displacement test or verify unexpected battery power loss alarm due to blank display. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place.